Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I got mine taken out the (B)(6) as well") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("my ankle have started to hurt super bad"). The patient was treated with surgery ((B)(6) underwent surgery). Essure was removed. At the time of the report, the medical device removal and arthralgia outcome was unknown. The reporter considered arthralgia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-nov-2018: social media case - new event "my ankle have started to hurt super bad" was added. New reporter was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('your right coil is definitely broken or separated though') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and arthralgia ("my ankle have started to hurt super bad"). The patient was treated with surgery ((B)(6) underwent surgery). Essure was removed. At the time of the report, the device breakage and arthralgia outcome was unknown. The reporter considered arthralgia and device breakage to be related to essure. Concerning the injuries reported in this case, the following one was added from social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: social media record received. Event medical device removal was replaced with the event: your right coil is definitely broken or separated though. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('your right coil is definitely broken or separated though') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and arthralgia ("my ankle have started to hurt super bad"). The patient was treated with surgery (23rd may underwent surgery). Essure was removed. At the time of the report, the device breakage and arthralgia outcome was unknown. The reporter considered arthralgia and device breakage to be related to essure. Concerning the injuries reported in this case, the following one was added from social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('your right coil is definitely broken or separated though') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), arthralgia ("my ankle have started to hurt super bad"), dizziness ("dizziness"), vision blurred ("my vision is bad sometimes I see blurred"), feeling abnormal ("have had like it boldge to one side") and memory impairment ("not being able to remember"). The patient was treated with surgery ((B)(6) underwent surgery). Essure was removed. At the time of the report, the device breakage, arthralgia, dizziness, vision blurred, feeling abnormal and memory impairment outcome was unknown. The reporter considered arthralgia, device breakage, dizziness, feeling abnormal, memory impairment and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one was added from social media: device breakage, dizziness and vision blurred. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('your right coil is definitely broken or separated though') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), arthralgia ("my ankle have started to hurt super bad"), dizziness ("dizziness"), vision blurred ("my vision is bad sometimes I see blurred"), feeling abnormal ("have had like it boldge to one side") and memory impairment ("not being able to remember"). The patient was treated with surgery ((B)(6) underwent surgery). Essure was removed. At the time of the report, the device breakage, arthralgia, dizziness, vision blurred, feeling abnormal and memory impairment outcome was unknown. The reporter considered arthralgia, device breakage, dizziness, feeling abnormal, memory impairment and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one was added from social media: device breakage, dizziness and vision blurred. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media received. Reporter's information added. Event:not being able to remember were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('your right coil is definitely broken or separated though') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), arthralgia ("my ankle have started to hurt super bad"), dizziness ("dizziness") and vision blurred ("my vision is bad sometimes I see blurred"). The patient was treated with surgery (23rd may underwent surgery). Essure was removed. At the time of the report, the device breakage, arthralgia, dizziness and vision blurred outcome was unknown. The reporter considered arthralgia, device breakage, dizziness and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one was added from social media: device breakage, dizziness and vision blurred. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Events added: dizziness and my vision is bad sometimes I see blurred. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('your right coil is definitely broken or separated though') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), arthralgia ("my ankle have started to hurt super bad"), dizziness ("dizziness"), vision blurred ("my vision is bad sometimes I see blurred") and feeling abnormal ("have had like it boldge to one side"). The patient was treated with surgery (B)(6) underwent surgery. Essure was removed. At the time of the report, the device breakage, arthralgia, dizziness, vision blurred and feeling abnormal outcome was unknown. The reporter considered arthralgia, device breakage, dizziness, feeling abnormal and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one was added from social media: device breakage, dizziness and vision blurred. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new reporter and event have had like it boldge to one side were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I got mine taken out the (B)(6) as well") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery ((B)(6) underwent surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.